Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the issue was identified during the procedure. Ports were placed prior to the issue being identified. The procedure was completed robotically with original configuration. They had dual consoles, so they used the other console to continue. The master tool manipulator (mtm) was returned for failure analysis and the reported issue was confirmed, but not replicated during in-house testing. Errors 170, 307, 17, 309, 48308, 31089, 40052, 48250, 32145, 25722, 32126, 32097, 32133, 25730, and 32125 were confirmed via the error logs as occurring in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. The mtm was then installed on a test fixture and failed gravity balance tests but passed after calibration. One hour of sine cycle was ran and passed. The mtm then failed slow gravity balance test post sine cycle for wrist pitch during the fitness test. The slipring was found to be the possible source of the issues. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). Communication issues with the robot followed, so the fse replaced fiber on the robot as advised by technical support. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the left master tool manipulator (mtml) of the second console was not working. The technical support engineer (tse) viewed events and noted several errors on mtml 2 and informed the caller that the hand control may have been disabled. The tse had the site reboot the system with no change. The site disabled the hand control and was going to continue working from console 1. The procedure was completed as planned with no reported injury.